Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: other component malfunction.

Event description:
Major pump unit(s) involved: device thrombosis.additional text: admit to rule this out.specific component(s) involved: other component malfunction.other component: power surge reason unknown.causative or contributing factor: no specific contributing cause identified.intervention(s): other interventions.other intervention : hospitalization for monitoring.implant device type: lvad.